Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6. Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient experienced hypoglycemia while being in an active sensor session. It was stated via email from a director of diabetes education that ¿we have identified three patients that are experiencing significant hypoglycemia on g7 +op5, one of which required medical attention¿. It was unknown what the cgm device was displaying during the event. No symptoms and no specific treatment were reported. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.